Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® multiple sample luer adapter had an issue with sterility (product not sterile). The following information was provided by the initial reporter: the customer stated "it was found that the luer was bent. Correction: "extra sleeve stuck in the cap."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect placement of sleeve with the incident lot was observed. The most likely cause is that the sleeve was misfed upside down onto the unit and there was a subsequent jam on the manufacturing line. The unit received by the customer was not discarded properly during line clearance following the jam and was inadvertently packed out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® multiple sample luer adapter had an issue with sterility (product not sterile). The following information was provided by the initial reporter: the customer stated "it was found that the luer was bent. "A photo is attached. Correction: "extra sleeve stuck in the cap."